Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suction was returned to the manufacturer for evaluation. Testing found that the suction would verify but with a high geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the straight suction was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the straight suction was damaged. There was no patient present when this issue was identified. The healthcare provider explained that when they tested the system before use they found straight and curved suction could not be verified.